Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that the site has been occluded and the cannula was bent. The customer stated that the site location is the abdomen. The customer was admitted to the hospital for diabetic ketoacidosis. The customer was put on insulin drip. The customer was advised of bent cannula issues. The customer will be sent samples of sure t sets.